Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis were performed on the returned device. The reported material deformation was confirmed. The reported activation failure was not confirmed. The reported difficulty to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty to advance and material deformation appears to be related to circumstances of the procedure. A conclusive cause for the reported activation failure could not be determined as the device was returned and the activation failure could not be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the second diagonal coronary artery with mild calcification. The 2.25x38mm xience sierra stent delivery system was advanced with resistance felt with the patients anatomy. An attempt was made to deploy the stent; however, the stent was unable to be deployed. Upon withdrawal, the stent proximal edge was deformed and the stent struts were noted to be uncrimped. A non-abbott device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.